Event description:
Healthcare professional reported patient has a deflation on one side, possibly both but definitely the one side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported patient has a deflation on one side, possibly both but definitely the one side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed crease sharp opening on radius assessed as fold flaw opening. The device related to the reported event of deflation was received on june 29, 2023, with catalog number mcghan390cc. Based on the device analysis grid, the assessments of the complaint are: deflation: observed crease sharp opening on radius assessed as fold flaw opening. Additional observations: crease fold observed. Stress marks observed. Brown particles inside of the device. Wear abrasion observed. No further actions are required as the device was implanted. Additional observations: crease fold observed. Stress marks observed. Brown particles inside of the device. Wear abrasion observed.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported left deflation. The device has been explanted and replaced.